Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got an update information from the user as follows; -the device had been reprocessed with a non-olympus automated endoscope preprocessor, advantage plus pass-thru, using peracetic acid. The subject device has not been returned to omsc. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus australia checked the subject device and found followings; the distal end insulation test was failed. The bending angle does not meet specification. The angulations were slack and heavy due to worn bending tube and angulations wires. The control unit exterior insulation was peeled or damaged. The objective lens was chipped or cracked. The light guide lens was chipped or cracked. The distal end cover was scratched or dented. The bending rubber adhesive was detached, chipped, cracked, or had a burr. The air supply/water supply connector were loose. The light guide tube was buckled or wrinkled. The instrument channel inlet was dirt. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as the results of multiple microbiological testing for positive by the user facility, following microbes were detected in the sample collected from the subject device as follows; first time; (B)(6) 2021. Enteric flora(light growth)(10-100 cfu)/ the detailed microbes below; escherichia coli. Klebsiella oxytoca. Enterobacter cloacae. Second time; (B)(6) 2021. Enteric flora(light growth)(10-100 cfu)/ unspecified microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.